Manufacturer narrative:
Due to character limit event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had an issue with the batteries during use. There was no harm reported because the device was connected to the electrical network.

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, e2,e3,g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11 corrected fields:b6,b7 - other relavant history a getinge field service engineer (fse) found the pcb, power management board had to be replaced because the device was no longer charging the batteries. When fse opened the device and removed the old pcb, power management board ,noticed a burn mark on the board. After replacing the defective part and during the calibrations, the device that the pressure hose was defective so fse had to replace it too. After changing all that the device could not calibrate the vacuum system correctly the two pressureand vacuum valves had to be replaced too.